Event description:
It was reported that a malfunction occurred on the customer's pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. A reset was performed with the assistance of technical support, and the malfunction code did not recur. The customer was instructed to continue using the pump and to report any future malfunctions if they occur.